Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the unit would not charge and had no alternating current (ac) power. With ac power connected, no light emitting diode (leds) were illuminated on the front panel, and the device would operate only on battery power. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported issue. The customer stated that the device would require a power supply replacement, having verified that 120 vac was present at the power supply input but that no 24 vdc output was present to the power management printed circuit board assembly (pcba). The rse provided the part identification for the power supply. The customer replaced the power cord and good ac power through the cord was verified; however, with ac connected, no power was detected at the ac inlet. The rse subsequently provided the part identification for the ac inlet (inlet, ac, v60). Per good faith effort (gfe) response, it was confirmed that the reported issue involved the battery not charging when the device was plugged into a wall outlet. A diagnostic report (drpt) was not available, and no diagnostic codes were reported on the unit. To resolve the issue, a new power supply was ordered and installed, including replacement of the ac inlet as applicable. Following replacement, the device successfully passed performance specification testing, confirming proper operation, and the ventilator was returned to service. The component replaced was the power supply. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.